Event description:
In 2007, the lay user/patient contacted lifescan alleging that her meter was displaying a "hi" blood glucose result five days earlier, which indicated that her blood glucose levels were over 600 mg/dl. After she tested on her meter, she took an increased dose of insulin r (12 units), but took her usual metformin and glipizide dosages. At an unspecified time after taking her medications, she developed symptoms of feeling low (shakiness and little off balance) and she administered self-treatment with orange juice. The customer care advocate (cca) verified that the test strips were within expiration/discard date and that they stored properly; however, the cca discovered that the meter was miscoded (use error). Although there was use error, which can contribute to inaccurate meter readings, this complaint is being reported because the patient allegedly developed low blood glucose symptoms after increasing her insulin as a result of the "hi" meter results. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.